Manufacturer narrative:
Product event summary: the lead was returned in segments, analyzed, and no anomalies were found. It was noted that the set screw marks on the connector pin were too proximal, and visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6940-52 lead, implanted: (B)(6) 1999; 4194-88 lead, implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high pacing thresholds. The lead was explanted and replaced. No patient com plications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.